Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked. No moisture was observed in the battery compartment. The battery cap had stripped threads and was unable to maintain an electrical connection. A test battery cap was able to fit to maintain an electrical connection with no issues. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. When investigation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was said that the battery cap and compartment were damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.